Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating for a short period of time while pump was plugged into a power source to charge the battery and subsequently, a power source alert occurred. After charging the pump battery for an additional amount of time, the alert cleared and battery was charged. Customer's blood glucose was 224 mg/dl.